Event description:
The prisma flex was showing an excess of pt fluid loss or gain. However, we were atttempting to remove the fluids and should have had a weight loss. This was a small infant and any fluctuations such as fluid being pushed would compromise the general condition. The machine may not have delivered the set prescription to remove the excess fluid. We had to initiate the procedure multiple times during a twenty four hour period because of the alarm indicating that the conditons were not optimal. The multiple restarts may cause an increased risk of hemodynamic instablility. The alarms began at 30 minutes into the treatment. They continued to have alarms throughout the treatment and the machine allowed the staff to troubleshoot and the treatment continued for three and one-half hours. The patient did require intubation during treatment due to his declining status. The patient did expire the following day. At the time the patient expired, he was receiving therapy on a prisma machine. The facility had other similar problems with this device including four events involving a total of three patients within a 48 hour window. The other alarm codes and messages that were displayed on the machine included: clamped bag - numerous alarms; pre-blood pump (pbp) weight; excess patient fluid loss or gain. The pbp delivers fluids to increase the convection of fluid across the membrane and help prevent clotting in the filter. The tubing used in all reported events had the same lot number. These lot numbers have been removed from use. The prismaflex machines were removed from use with the presentation of these alarm conditions that occurred to three separate patients. Five cases of the tubing were returned to the manufacturer. I did explain my concerns regarding the tubing to the company.